Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report an issue with the reagent 1 (r1) metering pump. While troubleshooting this issue, the customer observed that smoke emitted from the instrument. As per siemens instructions, the customer performed a controlled shutdown of the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed troubleshooting and determined the sample port drain was clogged, causing a leak. The drain was cleared, and the sensor was replaced by the cse. The cause of event was the sample probe cleaner liquid leaked onto pump sensor causing a short. The sensor voltage is 24 volts dc and considered "low voltage". In addition, all electrical components adhere to underwriters laboratory (ul), and are made of no flammable materials. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens about reagent 1 (r1) metering pump lost steps on a dimension exl with lm instrument. While troubleshooting with a siemens specialist's remote assistance, the customer noticed that the back of the r1 metering pump was wet and found sample probe cleaner dripping onto the back panel of the instrument. Additionally, the customer observed that smoke emitted from the area behind the r1 and r2 pump panel. As per siemens instructions, the customer performed a controlled shutdown of the instrument. There was no delay in processing patient results as the result of this issue because the customer had a backup instrument. There are no known reports of adverse health consequences due to the event.